Manufacturer narrative:
At the completion of the investigation, based on the information clinical evaluation was able to find substantial evidence to support the following reported events; endoleak type iiia with complete component separation, secondary endovascular procedure to place two additional proximal extension. Clinical evaluations was unable to find substantial evidence to confirm the following reported events; endoleak type ii from the lumbar. Additionally there was evidence to reasonably support an aneurysm enlargement. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal and implant separation was related to the large aneurysm diameter at implant. The unintended user-related issue of failure to identify the type iiia endoleak most likely contributed to the event. No procedure related issues were identified. Additionally, related off label and cautionary product use conditions could not be identified due to a lack of medical images prior to implant. Associated clinical harms for this device failure included: type iiia endoleak, aneurysm enlargement, and an additional endovascular procedure. And, the final patient disposition was discharged on post-operative day one. There was no device related issue involving the type ii endoleak, this cautionary product use condition of patent lumbar arteries, likely contributed to the clinical harm: type ii endoleak. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: remove UDI #.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they remain implanted in the patient. If additional information pertinent to the event is received, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. A follow-up cta revealed a type iiia endoleak on the patient's right side. Further communication received noted a type ii endoleak also present. The physician elected to re-intervene implanting two (2) infrarenal extensions successfully resolving the endoleak. As of date, no additional patient sequelae has been reported.